Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation due to friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.